Manufacturer narrative:
The customer¿s report of a 210.5020 error message was confirmed. The report of the infusion lasting longer than expected was confirmed. Physical inspection of the device noted a small hairline crack at the lower hinge shroud. Analysis of the pcu event log shows that on (B)(6) 2016 at 1:51 the device was programmed to infuse a loading dose of methotrexate 855mg in 85ml to infuse over 1 hour. The device was paused and restarted several times and there were 2 patient-side occlusion alarms; after restarting the infusion at 2:00pm, the loading dose completed in 1 hour. A maintenance infusion of methotrexate was programmed for 7.69 grams in 765ml to infuse over 23 hours. The infusion began at 3:01pm at a calculated rate of 33.2609ml/hr with a vtbi of 765ml. During the infusion there were multiple alarms including 9 patient-side occlusion alarms and 5 air in line alarms. In addition, the user paused the infusion multiple times. At 2:54pm on (B)(6) 2016, the user extended the infusion by changing the vtbi to 100ml. The infusion continued until an ail alarm occurred at 4:02pm. The user restarted the infusion, but then immediately channeled off the device. During the originally programmed 23-hour maintenance infusion, the pump module ran for approximately 22 hours and 39 minutes (factoring in the alarms and the device being paused) and infused a total calculated volume of 713.606ml. When the user extended the infusion, a time of 1 hour and 8 minutes was added, with an additional calculated volume of 37.731ml. The total infusion time was approximately 23 hours and 47 minutes with a total calculated volume infused of 751.337ml. When the device was powered on for testing a channel error message was displayed. The pump module did not display the post lighting sequence and no label appeared on the channel label display. Internal inspection showed that the door harness was pinched between the door cover and the display board. A door cover screw was driven through the side of the door harness. The insulation was damaged on the wires, which caused the wires to short on the screw. Rate accuracy testing was performed and the device was infusing within specification. The cause of the reported 210.5020 error message was a pinched and shorted display harness. The report of residual fluid in the bag appears to be related to the pauses and alarms; excluding these delays the device infused within the +/-5% specification. The cause of the alarms and pauses was not identified.

Event description:
The customer reported a methotrexate infusion programmed to run at 85ml/hr. For the first hour and 33.3 ml for each subsequent 23 hours had an unspecified amount of medication remaining in the bag at the conclusion of the 24 hours. The nurse called the pharmacy who instructed her to continue the infusion until the medication had completed. There was not patient harm. The device was tested in the biomed department at the facility and found to be out of specification for rate accuracy >(B)(6). Upon inspection the device was noted to have a cracked door hinge, damaged iuis, a cracked ail sensor and a missing screw near the ail sensor. After replacing some of these parts, the pump would not run and displayed a 210.5020 error message.